Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the pump operating as intended and a direct correlation between the reported elevated ldh and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log files contain data from 06sep2019 at 20:24 through 18sep2019 at 08:56 and from 20sep2019 at 22:54 through 04oct2019 at 09:12. Power ranged from 4.7-7.1 w, estimated flow ranged from 4.8-8.9 lpm, and average pi was between 3.2 and 8.2. No abnormal trends in pump parameters were captured. It should be noted that one replace system controller alarm was captured on 12sep2019 at 17:30:46 that appeared to be associated with an lcd fault (investigated under (B)(4)). No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the files. The account communicated that the patient presented to the clinic for a ramp echo due to elevated ldh around 600, which was approximately 2 times higher than the patient¿s baseline. Labs and ua were repeated and ldh was found to be 1053. There were no other signs or symptoms of heart failure or hemolysis. The ramp echo was negative. The patient was admitted and started on a heparin drip with inr of 2.18. The patient was elevated to status 3 on the transplant list for 14 days. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. This IFU also provides an explanation of each of the pump parameters. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of each of the pump parameters. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for ramp echo due to elevated ldh. The patient had repeat labs and urinalysis. There were no other signs or symptoms of heart failure or hemolysis. The ramp echo was negative. The patient was admitted and started on heparin drip for suspected pump thrombosis with inr of 2.18. The patient is listed for a heart transplant as status 3 for 14 days. No further information was provided.